Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat and one curved opening on the anterior. Leak test and microscopic analysis were performed which identified one sharp opening on the plug strap bond edge. A dimensional measurement in the shell was performed which identified the thickness was within specification. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was one sharp opening on the plug strap bond edge assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.